Event description:
This device was repositioned due to pain at implant site and patient complaint of shocking and feeling of device heating/burning. Should additional information be received this file will be updated.